Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of bent main tube to be related to the customer reported complaint. The instrument was found to have a bent main tube. The bending damage was located at the midpoint area and caused the jaws not to open properly. Components adjacent to this bent main tube do not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the vessel sealer would not open as it expired during the case. The procedure was completed with no reported injury.